Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative has reported that following an intraocular lens (iol) implant procedure, the patient cannot see tv without correction and has an unexpected refractive error. The iol was returned to the manufacturer indicating that it was removed in a secondary procedure.

Manufacturer narrative:
Product evaluation: the lens was returned adhered by solution to the bottom of the lens case base. The lens case lid was not returned. Solution is dried on the lens. Both haptics are slightly bent in the distal area. The optic is torn/split/cracked and cut into two portions, typical of an insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. (B)(4).